Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information and images provided, the reported metallosis may be consistent with findings associated with metal debris. Without complete supporting medical documents and lab/pathology results, and/or the analysis of the explanted components the clinical root cause of the reported event cannot be definitively confirmed, and it cannot be concluded that the reported clinical findings are associated with a mal-performance of the implant. However, this is likely due to the wearing of the insert, which caused the femoral component to articulate directly with the tibial baseplate. The clinical root cause of the insert wear is can be related to the fractured tibia that was sustained when the patient fell and was left untreated for a period of at least 6 months. The patient impact beyond the fracture, revision and expected transient post-op healing cannot be determined. No further clinical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as implant corrosion, bone degeneration, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The implant shows signs of extensive wear. The device has scratches and nicks along the side potentially from explanting or wear over time. The clinical/medical evaluation concluded that based on the limited information and images provided, the reported metallosis may be consistent with findings associated with metal debris. Without complete supporting medical documents and lab/pathology results, and/or the analysis of the explanted components the clinical root cause of the reported event cannot be definitively confirmed, and it cannot be concluded that the reported clinical findings are associated with a mal-performance of the implant. However, this is likely due to the wearing of the insert, which caused the femoral component to articulate directly with the tibial baseplate. The clinical root cause of the insert wear is can be related to the fractured tibia that was sustained when the patient fell and was left untreated for a period of at least 6 months. The patient impact beyond the fracture, revision and expected transient post-op healing cannot be determined. No further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include damaged product, material in use, and patient allergy. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, patient had a bilateral tkr 5 and half years ago. Patient suffered a fall 6 months ago therefore had progressive instability. X-ray showed evidence of metallosis in the right knee. Asymptomatic prior to fall. No signs of infection. Fracture in right tibia. A revision surgery was performed on right knee and genesis ii oxinium femur size 4 rt was explanted. Implants well fixed. Patient outcome is unknown.